Manufacturer narrative:
H10: internal complaint reference number:(B)(4).

Event description:
It was reported that, during a shoulder repair on the lateral row to secure the cuff, the healicoil knotless first implant was implanted, but when the orange knob was turned, it was not possible to screw the second implant and dislodged out. The first implant was retrieved from the patient. Surgery was completed after a non-significant delay, using a back-up device in the originally drilled bone hole, no void was left. No further complications were reported.

Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. An analysis of the customer provided images found the device's shaft and the distal tip and proximal implant off the device. The anchor plug is not shown but it looks like it has been deployed. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.